Event description:
A malfunction alarm, identified as malfunction code 14, was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to turn off the pump due to previous problems with the wake button. Various charging methods were attempted without success, leading to technical support assisting with resetting the pump. Ultimately, the pump could not be turned off, and a replacement was arranged. The customer acknowledged the need to allow the pump¿s battery to fully deplete before returning it and planned to use multiple daily injections (mdi) as backup insulin therapy.